Event description:
Major pump unit(s) involved: device thrombosisadditional text: inflow conduit thrombus and internal pump thrombusspecific component(s) involved: pump drive unit malfunctionadditional text: thrombus obstructed/decreased flow through pumpother component:causative or contributing factor: no specific contributing cause identifieother cause:intervention(s): replacement of pumpother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: pump drive unit malfunction.